Event description:
It was reported that during a da vinci-assisted surgical procedure that the endoscope flipped when installed on the universal surgical manipulator (usm). The technical support engineer (tse) had the caller remove the endoscope and rotate the endoscope head to remove memory. The endoscope still flipped when installed. The tse had the caller power cycle the system and reseat the endoscope, which resolved the issue. The customer continued with the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the reported issue occurred due to user error. The surgeon flipped the endoscope and did not know how to flip it back to the correct position. The endoscope was able to be flipped back to the correct position after the surgeon spoke with tech support. The endoscope is not being returned for failure analysis.

Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that the customer restarted the system, redocked, reinstalled endoscope and issue was resolved. The system was verified and ready to use.